Event description:
During a standard treatment, an electrical dental handpiece got hot and burned a pt on the tongue to the size of a penny. The pt was given some vitamine e oil to apply to the burn. No further medical care was necessary.

Manufacturer narrative:
The analysis of the handpiece did show that it had a medium debris level, the bearings have been grinding, wobbling and falling apart. Also the water spray was clogged. This caused the handpiece to heat up during use. The user instruction indicates that a handpiece must not be used if it is in such condition. Reported due to the 2 year presumption rule. Exemption # (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental USA (the importer).